Manufacturer narrative:
The device is expected to be returned to fisher & paykel healthcare. No information to date. Results- investigation still underway, no results to date. Conclusions- no conclusion can be made at this time.

Event description:
A hospital reported that the connector of the rt235 breathing circuit inspiratory limb is not correct. Three circuits from the same lot were affected with the same issue. No patient consequence was reported.